Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing resulting in elevated blood glucose (bg) levels in the 300 mg/dl range. The air bubbles were primed out of the tubing and a correction bolus was delivered to address bg.